Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm and motor position encoder error alarm. Customer's blood glucose was 98 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, prime test, operating currents, self-test and off no power. However, device received with stuck in motor error alarm loop during bolus delivery. Unable to confirm motor position encoder error alarm due to erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device received with minor scratched display window and cracked reservoir tube lip.